Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2018-01451

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician was unable to advance two smart coils through the hub of a non-penumbra microcatheter and, therefore, the smart coils were removed. The procedure was completed using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the proximal pet lock was slightly compressed but intact on the proximal end of the pusher assembly. The pusher assembly was bent in multiple locations. The embolization coil was intact with its pusher assembly. The embolization coil was damaged in multiple locations. During functional analysis, the smart coil was able to advance through the non-penumbra microcatheter with heavy resistance. Conclusions: evaluation of the returned smart coils revealed a device with offset coil winds. If the introducer sheath is not properly aligned with the hub of the parent device, damage such as offset coil winds may occur. The offset coils winds likely contributed to the reported inability to advance and the resistance experienced during functional testing. Further evaluation revealed that both smart coils and the non-penumbra microcatheter had bends in multiple locations. Based on the reported complaint and the return condition, the bends are likely incidental to the complaint, and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.